Manufacturer narrative:
Concomitant medical products: product ID 977a160 lot# serial# (B)(4) implanted: (B)(6) 2020 explanted: product type: lead. Product ID 977a160 lot# serial# (B)(4) implanted: (B)(6) 2020 explanted: product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a160, serial/lot #:(B)(4), ubd: 10-apr-2022, UDI#: (B)(4) ; product ID: 977a160, serial/lot #: (B)(4), ubd: 04-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported the lead wires in her back were hurting really bad. Patient said the leads physically overlap and when she laid down on them it squished them into her spine and that hurt. Pain had always been there but pain was getting worse in that area and was hurting to the point of where she was thinking of going to the ER for it. Troubleshooting was unable to be performed as patient made her hcp aware of the issue and was planning on seeing hcp. Patient said that she knew rep wanted to see her but didn't say rep was made aware of issue, patient was asking if it was hcp or rep that would address this issue, pss reviewed hcp was medically trained and could invite rep if they desire. The patient was redirected to their healthcare provider to further address the issue.  No device malfunction was reported.